Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument cable broke. The customer used a backup instrument for the rest of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the the isi clinical sales executive and obtained the following additional information: the customer did inspect the instrument prior to use and found no damage on it. The instrument did not collide with any other instrument during the procedure. There was one protruding cable, and the customer found that the instrument had issues opening and closing jaws. There was no fragment that fell into the patient.